Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones when customer pressed buttons on the pump. Blood glucose was 100-200 mg/dl. The customer declined any further troubleshooting.